Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the inflatable penile prosthesis (ipp) did not perform as expected. The patient underwent a revision surgery and the pump was removed and replaced. There were no patient complications reported.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this inflatable penile prosthesis pump underwent a thorough analysis. The pump was visually and microscopically examined, leak and functionally tested. No leaks were found. The pump did not pass activation tests. Based on the information available and analysis results, the activations issues identified in the pump could have caused or contributed to the reported clinical observation of device not performing as expected.

Event description:
It was reported that the inflatable penile prosthesis (ipp) did not perform as expected. The patient underwent a revision surgery and the pump was removed and replaced. There were no patient complications reported.